Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event and patient information. Further information was not provided. The event of system explant due to ineffective stimulation was reported to abbott. The leads had migrated. A new system was implanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer number: 1627487-2020-00371. It was reported that the patient experienced migration of both scs percutaneous leads. The migration was confirmed with x-ray. In turn, the patient underwent surgical intervention wherein the scs system was explanted and replaced to address the issue.